Event description:
A surgeon reported an unexpected postop refraction following intraocular lens (iol) implantatiion. The patient was unhappy with their vision and the iol was replaced. The relationship between this event and the iol is not known. Additional information has been requested.